Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was going through warm up and it died completely. The customer¿s blood glucose level was unknown. The customer stated that had her put the time and date and she saw her time was off due to daylight savings and she was going to change it and put a month again and went to december and did not realize it until automode was warm up and she found the date the was wrong. The customer was calling because she was stuck in warm up mode for 2 days due to having wrong date and time in the insulin pump. The customer declined troubleshooting for blank display. The insulin pump will be returned for analysis.